Event description:
Information received by medtronic indicated that the customer received a pump error 13- the critical block and inverse critical block did not add to zero. Partial troubleshooting was performed and found that the customer was able to clear the alarm and rewind the pump successfully. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis